Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone. The case was successfully completed with no report of impact/injury or case delay. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was returned to the manufacturer for evaluation. The olive wire broke right before the threading meets the shaft of the device. The most likely cause cannot be determined with the information reported, however, based on the evaluation it is possible the technique utilized on the device applied additional forces resulting in its breakage. The product is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred.

Event description:
It was reported that the tip of an olive wire broke off during a bunion procedure on (B)(6) 2020 resulting in the tip being retained in the patient's bone. A backup device was available to successfully complete the case without further incident. No additional patient outcomes were reported as a result of this event.